Event description:
It was reported that during a routine pulse generator change out procedure, the device exhibited high atrial impedance. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.